Event description:
Patient was having a savi reflector placed to be removed in breast surgery- davi was placed in the breast but when checked with the savi detector, the savi would not register. A second savi device was placed in the breast and checked with the savi detector and a signal was immediately received.